Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a sudden decrease in estimated flow and power consumption on (B)(6) 2017. One low flow alarm was logged on (B)(6) 2017. There was an increasing trend in power consumption starting (B)(6) 2017. Twenty-two high watt alarms have been logged since (B)(6) 2017, confirming the reported event. Of note, it was reported that the patient was successfully treated with thrombolytic therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s ventricular assist device (vad) estimated flows and power consumption increased suddenly on (B)(6) 2017. The patient is reported to have experienced shortness of breath and fatigue. An echocardiogram revealed that the patient¿s aortic valve was opening with each beat. This was further noted to be occurring more frequently than before. The patient was treated with an intravenous heparin bolus. The patient¿s parameters increased slowly but were noted to have not returned exactly to the previous parameters. A preliminary review of the controller log files confirmed the reported changes in the pump parameters. The site further reported that on (B)(6) 2017, the patient developed increased vad power consumption and high watt alarms. The patient was successfully treated with thrombolytic therapy. No further information has been provided.